Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components includes: product ID: 8703w, lot# l43895, implanted: (B)(6) 1997, product type: catheter. Product ID: 8703, lot# j92-100904, implanted: (B)(6) 1992, product type: catheter. (B)(4).

Event description:
Additional information received from healthcare professional (hcp) on 2017-apr-10 reported the patient's weight was approximately (B)(6). It was noted there was no significant symptoms, but patient did experience intermittent increased clonus. When asked to clarify the volume discrepancies were due to pump problem or catheter problem or both it was noted as unknown. Actions and interventions included the hcp supported catheter replacement. Troubleshooting was noted as aspiration from the side access port and an x-ray was performed. The cause of the reported volume discrepancies was unknown. It was noted that the volume discrepancies where there was more medication than expected had not been resolved, and the plan was for catheter replacement. No further complications were reported/anticipated.

Manufacturer narrative:
Other products in the system: product ID: 8703w, lot# l43895 implanted: (B)(6) 1997, product type: catheter. Product ID: 8703, lot# j92-100904, implanted: (B)(6) 1992, product type: catheter.

Event description:
Information was received from a consumer and health care professional via a manufacturer representative regarding a patient receiving unknown baclofen 2000mcg/ml for a total dose of 700-780mcg/day via an implantable pump for intractable spasticity. It was reported that the patient had a history of volume discrepancies since 2016. The specific volume information was unknown. The health care professional suspected a catheter problem (catheter block) some time ago (approximately a year ago). At that time, the health care professional tried to aspirate from the side port and was not able to do so. It was noted that the system was not delivering the medication and now the pump had more and more volume each time the patient returned for a refill. Every time the patient would go in for refills there was more medication than expected. The health care professional did not really know how much medication the patient was getting and wanted to reduce the patient off the medication in 10% weekly increments before replacing the both the pump and catheter (anticipated in (B)(6) 2017). The patient was insistent about getting the surgery done out of state. It was stated the patient's catheter had never been changed out in the 20 something years that the patient had it. Patient stated the hcp will remove and replace both the catheter and the pump. The patient had a pump refill on (B)(6) 2017 and thought the health care professional was going to start reducing the medication then. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that on 2017-mar-27, the company representative was informed by the nurse practitioner that she thought she may have talked the patient into having his catheter and pump changed out. The explant had not been scheduled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) and a business partner. The patient's dose as of (B)(6) 2017 was 700 mcg/day at a concentration of 2000 mcg/ml. The patient had been slowly losing treatment effect over the past several months. A hcp tried weaning the patient off the pump, however the patient started to have an increase in spasms. The catheter was fully explanted and replaced with a new 8780 on (B)(6) 2017. The patient's dose before surgery was noted to be 455 mcg/day of 2000 mcg/ml lioresal. After the surgery, the patient's dose was lowered back to the starting dose of 100 mcg/day at a concentration of 500 mcg/ml. The issue was noted to be resolved and the patient was noted to be "alive - no injury". The patient's medical history included spinal cord injury with quadriplegia.